Manufacturer narrative:
An event regarding loosening involving scorpio femoral component was reported. The event was not confirmed. Method & results: device evaluation: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported the patient's right knee was revised. The original diagnosis was aseptic loosening, but effort was required to remove the implants. Surgeon reported patient factors of an extremely high activity level and a history of non-compliance. The patient's cr scorpio construct was revised to a triathlon ts construct. Rep confirmed that no further information will be available.